Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they have been getting no delivery alarms in the insulin pump. The issue had been occurring for over a year. The alarm would occur randomly at night or when they deliver a bolus. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The caller reported that the event was resolved by an infusion set change. They did not have the product in question to return.